Manufacturer narrative:
The device history record for the lot number provided will be reviewed. A failure investigation will be performed on the returned sample. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that they recannulated the pt with a size 10lpc tracheostomy tube due to a leak in the size 8 lpc tracheostomy tube. After insertion there was a leak around the connection with the outer tube of the size 10 lpc and the pt was recannulated successfully with a third unspecified size and model of tracheostomy tube. The first event regarding the 8lpc has been reported on report number 2936999-2011-00098.